Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified a bubble in the sample which was caused by a defective sample probe. The fse replaced the sample probe to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The beckman field service engineer (fse) reported a customer's dxc 700 au chemistry analyzer generated erratic and flagged results for multiple chemistries on one (1) patient sample. Flagging indicated result is lower than dynamic range. The patient sample was repeated with results considered correct. The erratic results were not reported out of the laboratory; hence, there was no impact to patient treatment. Quality control (qc) was not within the customer's established ranges before or after the event.